Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "downstream occlusion that will not clear" was confirmed by baxter quality engineering as a false occlusion alarm. This condition was caused by a faulty channel a pumphead module. The channel a pumphead module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with "downstream occlusion that will not clear". According to the facility, it is unknown when or in which care area this event occurred. During product evaluation by baxter quality engineering, this condition was confirmed to be a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.